Event description:
#Medwatcher #(B)(4). Had CT scan due to right lower quadrant pain which revealed that the right fallopian tube essure was free floating in my abdomen and not where it belonged. Looked at CT scan from 2014 and it was in tube. Now looking to have it removed from the abdomen, as well as both fallopian tubes removed to permanently remove the essure from body.